Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the display of error message e315. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, the e315 scope error was replicated, caused by fluid entering the venting valve. In addition, fluid immersion in the device control section was discovered. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus field service engineer (fse) reported that an e315 scope error occurred when preparing the evis lucera elite colonovideoscope for use in a diagnostic colonoscopy. The patient was not under anesthesia at the time. There was an approximate 15-minute delay to replace the subject device, but the procedure was completed with no harm to the patient.